Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : device not returned yet.

Event description:
There was no patient involved. Error shock button stuck shown in memory.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. The device was returned with a reported fault of ¿shock key stuck¿ errors found in the device memory, which was confirmed upon receipt at heartsine. No fault was measured on the shock key line. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 3 days while performing a self-test every 20 minutes. This combined testing equates to approximately 6.5 years of normal use without fault. The operation of the shock button was verified at different stages during this period. The reported fault could only be replicated by holding the shock button during power on. Given that no measurable fault was found on the device, it is assumed the reported fault was caused by an external force being applied to the shock button during power on. The user would have been alerted with a ¿warning, device service required¿ prompt alongside a flashing red status indicator. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Error shock button stuck shown in memory.